Manufacturer narrative:
The unit was received with a critical pump error and another pump error present in the long trace file due to corrosion on the force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to the critical pump errors. The unit was received with a cracked case on the battery tube area. The unit was received with scratched casing, minor scratches on lcd window, scratches on display window, pillowing keypad overlay, damaged keypad overlay texture, cracked battery tube threads, peeling end cap address label, moisture damage on motor home switch and moisture on all electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a long crack beginning from the top of the insulin pump towards the length of the battery tube. The customer's blood glucose level was unknown. The device was returned for analysis.